Manufacturer narrative:
The lift was returned and an expanded evaluation was completed. The lift¿s actuator rod end mounting eyelets were confirmed to be broken causing the loss of support. The lift was approximately 11 years old and was extremely worn as evident by the corrosion, oxidation, abrasions, and physical damage present on the returned lift. Also, a missing bushing at the actuator attachment point may have caused unwanted movement at the rod end. This lift has been replaced, no further issues have been communicated.

Manufacturer narrative:
The maintenance manager from the facility stated that the top of the actuator shaft itself had worn through and broke, the bolt was not broken. He stated after servicing the lifts at the facility, they found that the lift was missing a bushing at the top of the actuator. It looks like the actuator connection point wore down and broke over time. He said you can't see if the bushing is there or not unless you dissemble the connection point to remove the black guard at the top of the actuator. That guard would not be removed during normal maintenance. He also stated that they only service their lifts if something is wrong or an issue is noticed. The lift has not been repaired yet. The facility stated "they will not return lift as they are required to retain it as part of their investigation." There was no further details provided on the alleged injury of the patient citing hipaa.

Event description:
The group home program specialist and investigator stated that the bolt at the top of the actuator motor has snapped off. The caller states she thinks they purchased the lift in 2006. The caller states the lift failed with a patient in the lift causing the patient to drop approximately 3 foot and the patient suffered several broken bones. The caller states the patient was taken to the hospital and is still in the hospital. The caller states the lift has been removed from use and secured for evidence in her investigation.